Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the connector pin on the desktop charger broke off. They were able to get the connector pin out of the desktop charger. Due to the connector pin issue the patient was unable to recharge and their implantable neurostimulator (ins) was depleted. There were no symptoms reported. The patient was sent a replacement desktop charger. The patient was indicated for non-malignant pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.